Event description:
As reported through our japanese affiliate, the medical article: "delivery balloon volume positively correlates with the diameter and effective orifice area of implanted sapien 3", author (B)(4), reported a single-center study that included patients that underwent tavr procedures with 23 and 26mm sapien 3 valves between (B)(6). Per the authors, one case of annular rupture was reported post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach. There was no statement of patient outcome, intervention, or severity of the annular rupture in the literature.

Manufacturer narrative:
The date of the event is unknown; however, the patients enrolled in the study were enrolled between (B)(6) 2017 and (B)(6) 2019. Therefore, (B)(6) 2017, was used as the occurrence date. Device status is unknown, as the event was reported through an article. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the annular rupture is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: nomura, t., miyasaka, m., nakashima, m., saigan, m., inoue, a., enta, y., ... & tada, n. (2022). Delivery balloon volume positively correlates with the diameter and effective orifice area of implanted sapien 3. Journal of cardiology, 80(3), 190-196.